Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain. After review of the medical records for MDR reportability, the revision operative note indicated pain and slightly elevated metal ion levels. The stem isn't being reported for the slightly elevated metal ion levels at this time. If/when we receive lab results or info that metal ion levels we high then we will updated as needed. Lot numbers not provided.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf and medical record. Ppf alleged bone fracture and loosening of stem. However, upon review of the previous revision notes provided, there was no reported bone fracture and stem was noted to be stable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Added: expiration. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.